Event description:
It was reported that the lead was not capturing. The lead was explanted and replaced. During the replacement procedure, the patient had breathing issues. These issues did not delay the procedure and there were no long pauses or delays in between breaths. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.